Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Section d4 - catalog number: corrected. Manufacturer's investigation conclusion: the reported event of a system controller exchange was not confirmed. Multiple attempts were made to obtain additional information, including if the reason for the system controller exchange was known, if the controller exchange was performed at the clinic or at home by the patient, and if any products will be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an unknown controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.